Event description:
It is reported the system displayed a kv on in error message and the system locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was evaluated and replaced. The system was tested found to be working as intended and returned to service.